Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "bending or fracture of the implant"

Event description:
It was reported patient underwent an ankle nail fixation procedure in (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2014 due to a fractured nail after patient trauma. All fractured fragments were removed from the patient.